Event description:
Reportedly the defibrillator charge readied but would not discharge to the patient when the paddles discharge switches were pressed. A lifepak 10 defibrillator/monitor/pacemaker was connected to the patient and treatment continued. The patient was not resuscitated. The reported stated patient outcome was not affected by the report, due to a lack of patient viability.